Event description:
Additional information reported the patient has been exited from the study. The explant was due to the study closure and cessation of therapy for the patient and not related to a product issue or complaint. There were no additional actions noted to indicate the patient¿s device was removed due to the high impedance.

Manufacturer narrative:
Final analysis of the lead revealed the lead body conductor was broken within 10 cm of the connector area.

Event description:
It was reported the patient had not had therapy since their last visit due to lead problems. There were ¿very high impedances¿ measured during the visit. A chest x-ray was taken and all was normal for the subject, no other actions were taken. No outcome was available at time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3877, lot# 0205862053, product type: lead. Product ID: 37081-40, lot# unknown, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.